Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and arrythmia, have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's recent history of bacteremia which may have impacted coagulation factors as well as subtherapeutic inr are factors that may have contributed to the reported events the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump remains implanted.

Manufacturer narrative:
Additional information was received indicating that the patient died on (B)(6) 2015 with the cause of death reported as gi bleed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient had a cerebral vascular accident (cva) on (B)(6) 2015. He was ready for discharge from a skilled nursing facility (snf) when he presented to the emergency room with a syncopal event and left sided facial droop. His inr was 1.7 and he had multiple episodes of ventricular tachycardia requiring synchronized cardioversion. He was admitted to the hospital and started on a heparin drip. The vad parameters were unchanged. The patient had residual left sided upper extremity paralysis and some aphasia and with plans to transfer back to the snf by the end of the week.

Manufacturer narrative:
It was reported from the (B)(6) by the distributer that the patient is experiencing electrical faults and started gi bleeding sometime before the weekend. The bleeding stopped on monday morning but complete anticoagulation medication was stopped. During a discussion with the surgeon it was proposed to wait until wednesday to monitor the patient and see if an inspection can be performed then. On wednesday morning the patient started again to have gi bleeding. An internal inspection of the connector was not assumed to be safe at the moment for the patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.